Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. After an alarm, the customer would clear it and resume insulin delivery. However, the alarm was reported to recur after having been cleared. The customer's blood glucose level was not impacted. It was indicated that the customer would use a backup pump for alternate insulin therapy.